Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the balloon and in the guide wire lumen and contrast in the inflation lumen. This is consistent with preparation and the sds advanced over a guide wire into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers. There were mangled struts in the first three rows of proximal struts and a flared strut in the fourth row of proximal struts, confirming the reported damage. There were two kinks in the bayonet and outer member. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. An attempt was made to advance the sds through a new guiding catheter; however, the sds would not advance past the stent damage at the proximal end of the stent. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or the tip of the guiding catheter during retraction of the device. The patient anatomy was moderately tortuous and heavily calcified, which suggests the anatomy was difficult and likely contributed to the reported difficulties. It is likely that as the sds was retracted after the first failed attempt to cross the lesion, the stent struts interacted with the anatomy and/or tip of the guiding catheter, contributing to the stent damage and reported resistance, as there was no damage noted to the sds during the inspection prior to use. It was reported the xience v sds was re-inserted into the patient anatomy after the first failed attempt to cross. It should be noted the xience v instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. It was reported that after the xience v sds was removed from the patient anatomy, a dissection was noted and additional treatment was used to treat the dissection. The reported dissection is a known adverse event listed in the xience v IFU. Dissections can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. In this case, a conclusive cause for the reported patient effect, and its relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance, difficulty removing the sds, and stent damage appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.0 x 20 mm tazuna; guide wire: suoh east cross, suoh east cross; guide cath: axcess type m sh, heartrail jl3.5 sh 6f , heartrail cls 3.0 sh 6f; stent: 2.5 x 28 mm xience v. The device was received. Investigation is not yet complete.

Event description:
It was reported that the target lesion was the left circumflex (lcx), with 99% stenosis. The target vessel diameter is 2.5 mm and the target vessel length is 26 mm. The guiding catheter was engaged and two guide wires were crossed toward the left anterior descending artery (lad) and lcx. Predilatation was performed. An attempt was made to cross with the 2.5 x 28 mm xience v stent delivery system (sds); however, it would not cross. Additional predilatation was performed. The same xience v was advanced again; however, it would not cross the lesion. The guiding catheter was engaged a little deeper; however, the stent would not cross. The decision was made to remove the xience v sds and the guiding catheter together to the radial artery, and then remove the xience v sds; however, a stent strut was found to be flared. Eventually, the sds was able to be removed. The guiding catheter was exchanged for a new one and coronary angiography was performed, which revealed a dissection in the proximal lcx. The guiding catheter was changed again and two new guide wires were crossed as buddy wires for support. A new 2.5 x 28 mm xience v stent was able to be deployed to in the distal lcx successfully, followed by deployment another 2.5 x 28 mm xience v and a 3.0 x 23 mm xience v proximally to treat the dissection. Post dilatation was performed and the procedure was completed. No additional information was provided.